Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of new replacement pump received looks kind of washed out and blurry. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing. Did not note any washed out or blurry displays during testing either. (B)(4).